Event description:
It was reported that there was a grommet or set screw issue with the device, as the lead was not fully inserted into the header. A revision was done to reinsert the lead into the device header, and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.